Event description:
A treatment provider reported to allergan that a patient treated to the outer thighs with coolsculpting on (B)(6) 2019 presented with paradoxical adipose hyperplasia post treatment.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Corrected data: b3, b5 (applicator), d1, d4, d8, d10, g1, g4, h3, h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the outer thighs on (B)(6) 2019 using the coolsmooth and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. The coolsculpting user manual states that hyperpigmentation may occur after treatment. Typically, it resolves spontaneously.

Event description:
Allergan received a report of a patient who was treated with two cycles of coolsculpting using the coolsmooth pro to the outer thighs. The patient has been diagnosed with paradoxical hyperplasia to the treated areas. Tissue described as not recovered from the shark bite and their is some hyperpigmentation noted.